Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va19yjv, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient underwent a revision. The patient reported having some issues with the lead going down patients leg. The patient stated that the ins wasn't working and patient went through some tests where they tried to make an adjustment in the office. The patient reported that when they were testing all "7 points", the stimulation was unbearable, painful and the patients whole leg was vibrating and shaking. They came to the conclusion that the lead was not in the right spot. The patient stated that in (B)(6) 2017, the healthcare provider (hcp) went in and moved the patients lead. The patient reported that since then, the ins system has been better. No further complications were anticipated/reported.